Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a stuck button error in (B)(6) and (B)(6). The customer also had a no motor movement error in (B)(6). The customer's blood glucose level was unknown. The customer stated that they did press a button down for three minutes or longer. The insulin pump was placed in the pocket and could have been pressed on. The customer stated that they were able to clear the alarm prior to calling. Troubleshooting was performed. The no motor movement error was found twice in the alarm history. The insulin pump passed the displacement test. The customer was assisted with rewinding the insulin pump and the no motor movement error did not occur. The insulin pump passed the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.